Manufacturer narrative:
Concomitant medical product: addrl1 ipg, (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain, shortness of breath, and palpitations. It was further reported that the right ventricular (rv) lead exhibited over-sensing. The lead remains in use. No further patient complications have been reported as a result of this event.